Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. (B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patients left eye due to a refractive surprise. There was no additional intervention required and there were no patient complications reported. The replacement lens is the same diopter but different model iol. Additional information received reported the complaint product is not available for return. No additional information was provided.

Manufacturer narrative:
Corrected data: review of the initial MDR found that the reason for non-evaluation was selected as device is not returning for evaluation. However, the complaint product was received for investigation. As a result, the following field has been updated: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 2/24/2020. Section h3: device evaluated by manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection revealed a bent haptic and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Additionally, the lens was received covered in fibers, which can be attributed to the lens being received wrapped in paper. After the lens was cleaned, the fibers and bent haptic were no longer observed. Based on the condition of the return lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.